Event description:
The consumer reported that the patient had a burning feeling where the implantable neurostimulator (ins) was implanted in their buttock. The patient didn't have it all the time, but when they lied on that particular area, they sometimes got the burning feeling. It started after the patient had been sitting on the ground pulling weeds and scooting along the ground, instead of getting up and moving. The patient had their device for bowel control. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.